Event description:
Approximately four months and three weeks post implantation, the patient reported to the emergency department with complaints of consistent low flow alarms. Preliminary log file analysis confirmed one low flow alarm on the date of the reported event. Upon admission to the hospital the patient underwent right heart catheterization (rhc), CT-angiogram, and transthoracic echocardiogram (tte). The tte results revealed a dilated left ventricle with aortic valve opening with every beat. There was no evidence of outflow or inflow occlusion reported by site. The treating physician recommended that the site perform an elective controller exchange in an effort to increase pump flows. The controller was removed from service and the patient was switched to his back-up controller. This resulted in an improvement in the patient's pump flows and no further alarms.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient reported to the emergency department with complaints of consistent low flow alarms, nausea, dizziness and chest pain. The controller, not the pump, was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported 'inadequate flow' event was confirmed via controller log files which revealed a low flow alarm and a vad stop; logs also indicated a sudden sustained decrease in estimated flow outside the normal operating range. There was no evidence of outflow or inflow occlusion reported by site. The treating physician recommended that the site perform an elective controller exchange in an effort to increase pump flows. The root cause could not be conclusively determined; a possible root cause of the reported 'inadequate flow rate' could have been an occlusion within the vad that subsequently passed or a change in patient state. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.